Event description:
Caller states that a patient reportedly received the following results on a meter, compared to lab results, within 10 minutes: 131 mg/dl, 137 mg/dl (inform meter) and 23 mg/dl (lab). Caller states that the patient was "extremely symptomatic" for hypoglycemia (symptoms not provided) at the time of the readings. No actions taken based on device results; patient was treated based off of lab result (treatment type not provided). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.